Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad and another was implanted in the 1st diagonal branch. It was reported that the patient had a hypersensitivity reaction between the date of stent implantation and being discharged one day later, however, it has not been confirmed if the reaction was related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (reaction).

Event description:
It was confirmed that the patient had a reaction to heparin and not the study device.